Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
An advocate from the (B)(6) called for her son. He received blood glucose readings on two different contour next link 2.4 meters that were automatically marked as control tests, which will be viewed as control readings when accessing the meters' memory. The country was advised to return the test strips for investigation. New meter was sent to the customer.

Manufacturer narrative:
Sixty strips were received and were confirmed to have been mixed from 3 different bottles.